Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (service code 204) was isolated to open orange (+5v) and main batt wires in the trunk cable. The belt was unable to communicate with the monitor. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).